Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system. The monitor assembly was replaced to resolve the reported issue. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2018 phone call, (B)(6) 2018 phone call, (B)(6) 2018 phone call. (B)(4).

Event description:
The hospital reported that the unit failed on patient during transport. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare product engineering performed a log review for this event and advised that the communications malfunction did not cause the loss of mechanical ventilation. It is likely that mechanical ventilation stopped due to exhausted batteries. This was not a reportable malfunction. Ge healthcare product engineering performed a log review for this event and advised that the communications malfunction did not cause the loss of mechanical ventilation. It is likely that mechanical ventilation stopped due to exhausted batteries. This was not a reportable malfunction.